Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the manufacture representative regarding a patient with a trial external neurostimulator (ens) for urgency frequency patient reported that the most bothersome symptom was when she would get the urgency to void but it was painful when she would sit down and try to pee. Patient stated that it felt like as if she would have had a bladder infection. No further complications were noted or anticipated

Manufacturer narrative:
Device code (B)(4) is no longer apply to this event so review of this MDR and/or additional information received shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a death or serious injury or that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. No new information.